Manufacturer narrative:
Follow-up #1: date of submission 09/07/2016. Device evaluation: the device has been returned and evaluated by product analysis on 08/15/2016 with the following findings: during investigation, the pump powered on to a clear and legible display. The original complaint of a blank display could not be confirmed. Unrelated to the original complaint, moisture was found in the battery compartment. Additionally, cracks in the battery compartment were found running from the threads to the left of the grip pad, and from below the grip pad to the case seal. A leak test was performed and failed due to the battery compartment leak. The pump was opened to find no further moisture damage.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a display (blank screen) issue. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery.